Event description:
It was reported that during device change out, low shock impedance was observed during dft testing. Externalized conductors were noted during the procedure. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 22.8 cm of the proximal connector was returned. Multiple external insulation abrasions were found between 15.4 cm to 22.8 cm from the connector pin consistent with lead friction to another device. At 19.3- 21.1 cm from the connector the etfe coating of the svc conductor was abraded. At 22-22.8 cm from the connector pin the etfe coating of the svc conductor was abraded and the conductor was partially melted.